Event description:
Plaintiff alleges that exposure to latex gloves and other latex containing products, over a period of time, resulted in her being hospitalized. This report is based on info offered in a civil lawsuit which names distributor as defendants.